Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier was reported to be sticking and was difficult to fire. The procedure was completed with a similar device. There was no pt consequence.